Event description:
Attorney reported: in 2004 - the pt underwent a right inguinal hernia repair procedure with implant of a perfix plug. In 2006 - the pt reports chronic lower right abdomen pain. On seven months later - the pt had the plug explanted due to a small hernia being present at the site of the original implant. No doctor has attributed the above bodily injuries to the use of or any defect in the perfix plug.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available. Note: report from attorney indicates that no doctor had attributed the event to the use of or any defect in the perfix plug.